Event description:
Problem description: pre-use check ok and no alarm signal despite discharged back up batteries. -this incident is reported after power on and puc of the unit. Only cursor of bargraph was displaying 0% batteries capacity. -unit operative on main..immediate stop when main cable is disconnected from the wall.